Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor the sensor functioned properly. Cannot performed a required test as the sensor is beyond its expiration date.

Event description:
Customer called in via phone stating calibration accepted he ate dinner and gave himself a bolus and he checked his blood glucose and it was 427 mg/dl and the sensor was reading 178 mg/dl. Customer stated the sensor started leveling out and in the morning he checked and the sensor glucose was constantly up and down customer's outcome pertaining to the complaint: advised the customer to remove the sensor to see if it is damaged. Customer stated the sensor does have a slight curve to it but not really a bend. Customer states this morning he was not feeling well and he slept in but when she went to check his blood glucose 47 mg/dl. Customer states then he ate some candy and then his blood glucose was 109 mg/dl. Customer states his pump was reading an sensor glucose of 187 but then he tested his blood glucose and it was 427 mg/dl. Customer states he inserted this sensor on (B)(6) 2017. The sensor was returned for analysis.